Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Summary of reported results: dates - (B)(6) 2013, inratio 4.3, laboratory 6.2 (lab venous draw); (B)(6) 2013, 2.3, 3.3 (lab venous draw); (B)(6) 2013, 1.3, 2.0 (lab venous draw). Time elapsed between each method of testing was thirty (30) minutes. Pt's therapeutic range: 2.3. Customer milks the finger after-finger stick in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Pending investigation.